Event description:
Procedure: colostomy takedown. According to the reporter: event notified to italian ministry of health as incident. During the surgery of stomy closure, stapler jammed. The reload did not unlock, even though the user tried several times to unlock it with the handle. No consequence for the patient. Patient age: (B)(6). Repertorio number: (B)(6). Had there been any difficulty loading the sulu on the handles? No. If the device could be loaded, was the surgeon able to squeeze the firing handle during the attempt to fire? The surgeon was able to squeeze the firing handle during the first attempt to fire but to the second attempt was difficult and the device got stuck. Was the surgeon able to squeeze the firing handle during the attempt to fire? See the answer to the question number two when the device jammed, was the device on patient tissue? Yes. If the jaws locked after clamping on tissue, how was the device removed from tissue? (Cut off, pried open, opened by force, etc.) The device was removed cutting off the tissue. Was the procedure started as an open procedure? Yes, ileostomy takedown. Was there any unanticipated tissue loss as a result of this problem? Yes. Was there any tissue damage as a result of this problem? Yes. If yes, describe the damage and provide details on how the damage was treated/corrected. Intestinal tissue resection. A new device (same product ID) was used to complete the surgery with no problem. Was the damage irreversible? Yes. Was there blood loss of 500cc or more due to the product problem? No a. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? Yes. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No. What is the product ID and lot number for the reload? Not available (please see the complaint investigation: the reload was received with the instrument. Egia60amt, lot number not available). Please confirm that product will be returned for investigation. Confirm (the device has been already returned for investigation). Was any reinforcement material used in conjunction with the stapling device? No. If yes, what was the brand of the reinforcement material used? N/a. What was the item code and lot/serial number of the reinforcement material? N/a. What is the patient weight, gender? (B)(6), female.

Manufacturer narrative:
(B)(4).